Manufacturer narrative:
The device was not returned and a DHR was not completed as no lot number is known. The most likely root cause classification of the pericardial effusion is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
It was reported during an ablation procedure the patient experienced a pericardial effusion. The physician inserted an introducer and performed a transseptal puncture. Contrast media was injected to check the introducer location and an inquiry steerable ep catheter was inserted into the left atrium. The patient became hypotensive; therefore, the physician suspected a cardiac perforation. An echocardiogram confirmed a pericardial effusion with very little fluid noted. Medication was used to stabilize the patient's blood pressure. The physician successfully completed the procedure with the same inquiry steerable catheter. The patient was stable upon leaving the procedure room and transferred to the ccu.